Event description:
The unite was used on the patient. Caller does not have any information pertaining to the patient. Upon power up, the board displayed system error out service revert the manual CPR.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.